Event description:
Intra-aortic balloon (iab) catheter was not able to be passed through the introducer sheath. The introducer sheath and catheter were removed and another iab catheter was used satisfactorily to provide treatment. There was no patient injury nor were there any complications.

Manufacturer narrative:
This MDR was prepared based on a 483 observation during an FDA inspection from (B)(6) 2015 and retrospective review of customer complaints.